Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output and a hypoglycemic event. It was reported that the patient was leaving work to go have dinner at her church and did not check her blood glucose (bg) levels or the continuous glucose monitor (cgm) before leaving. The patient claims that she did not hear any low alarms from the cgm and was involved in a car accident. A passerby called the police and they called the paramedics. The paramedics tested the patient's bg and it was at 28 mg/dl. The patient was taken to the hospital. At the time of contact, the patient was in stable condition and doing good. No additional patient or event information is available.